Event description:
Consumer reports pt has elevated blood glucose levels for 2 days after giving insulin injections. Consulted their md. Tried other cartridges, insulin drips not a stream. Therapy was impacted, no direct medical intervention.